Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that moisture was observed in the pump through the ir window. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection revealed no evidence of moisture corrosion or damage. There was no moisture observed in the ir window. There was a small spot of adhesive on the ir window. The pump case was removed and no moisture was observed inside the pump. Unrelated to the complaint, evaluation revealed that there were horizontal lines throughout the display. The complaint that moisture was inside the pump was not able to be confirmed during investigation.